Event description:
Manufacturer records showed the patient's device was implanted after the use by date.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3487a-45, lot # j0555314v, implanted: (B)(6) 2007, product type lead; product ID 3487a-45, lot # j0519554v, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).